Manufacturer narrative:
(B)(4): the customer reported that the battery failed. There was no report of pt involvement. The unit was evaluated locally by a philips rep and the failure was verified. This battery was more than 4 years old. The battery was replaced which resolved the failure.

Event description:
The customer reported that the battery failed. There was no report of pt involvement.